Manufacturer narrative:
Model number/catalog number 72404155, serial number (B)(4), batch/lot number 667836019, gtin (B)(4), model/catalog description reservoir 65 ml pc/iz, expiration date 08/02/2012. Manufacturer date 06/17/2010.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.